Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial flutter a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the temperature reading inside the patient was inaccurate and was too high after the catheter was inserted inside the patient. No error messages were observed but the system did not allow ablation due to the high temperature reading. The cable was exchanged, however, the high temperature reading persisted. The catheter was exchanged and the issue was resolved. The procedure was completed successfully without patient complications.